Event description:
The customer reported to olympus, the visera elite video system center received a b30 scope communication error. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed and was caused by a faulty printed circuit board. Additionally, the device evaluation found that the lock did not work due to the failure of the lock part of the video connector receiver, the bottom foot rubber was worn and the battery was depleted. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the b30 error occurred due to a faulty circuit board but the cause of the fault could not be identified. Olympus will continue to monitor field performance for this device.